Event description:
The customer initially alleged the audible alarm failed to activate and that this failure resulted in the death of a pt. Subsequent discussion with the customer indicates the pt's death was brought on by other factors, including the disease state, as well as the caregiver's recognition of pt instability. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device but could not reproduce the stated problem. The cse replaced the audible alarm assembly, the interface pcb, cpu software set, and the conversion pcb. The unit passed extended self testing. It is not verified that the audio alarm failed to activate, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.